Event description:
A customer contacted beckman coulter (bec) reporting that red blood cell (rbc) results were high and out of range on quality control (qc) and were running high on patient samples generated on the coulter lh 750 hematology analyzer. The customer reported that the rbc patient results were running high on four (4) different patient samples run in automatic mode on the analyzer. The samples were re-run on an alternate instrument within the laboratory which produced results that matched previous sample results per patient and those results were considered correct. Further review of the patient data received from the customer, in addition to the high rbc results, showed that the results also recovered lower mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc), and higher platelet (plt) results with generated flags when compared to the sample results re-run on the alternate instrument. There was no death, injury, or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
The patient samples were collected in 3 ml edta venepuncture tubes and analyzed the same day of collection. Centrifugation information is unknown. The customer stated that quality control (qc) was run for all three levels of controls after obtaining increased rbc results on patient samples. Review of the qc data that was run for all three levels of controls on lh750 analyzer after obtaining incorrect patient results indicated that rbc, mch and mchc parameters were running high and out of range when compared to qc results obtained on the alternate instrument which were within range. The mch and mchc parameters are calculated by the instrument based on the rbc results. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse had found that the rbc bath (vc2) had overflowed with low vacuum out of range due to a defective low vacuum regulator. The fse replaced the low vacuum regulator; reset the instrument along with the system computer resolving the leak. Per labeling, beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter does not claim to identify every abnormality in all samples.